Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter stopped working. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event that the transmitter stopped working was not confirmed via data; however, an end of life notification was observed for transmitter (B)(4). A root cause could not be determined.